Manufacturer narrative:
No delivery alarm/occlusion during therapy and prime/fill anomaly not confirmed during testing. The pump passed the rewind test, prime/seating test, force sensor test, and the displacement test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the insulin pump was able to complete rewind but the piston was not went down. The customer¿s blood glucose value was 220 mg/dl. The customer also reported that the insulin pump had recurring no delivery alarm and assisted with troubleshooting. The customer was advised to replace and to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.